Event description:
It was reported that approximately 1-2 weeks prior to the date of this report, the patient began to vomit, had diarrhea and was hospitalized. It was determined that her potassium levels were too low. The patient stated during her hospitalization a medtronic representative programmed the pump so that the medicine would not run out. At one point the patient also reported to have not felt good. The patient's scheduled refill was (B)(6) 2013. The patient did not understand why but the pump was refilled with saline instead of medicine. The pump medicine had provided relief. The physician informed her she needed to wait 2-3 months before refilling it with medication. The patient was taking oral oxycontin; however, this did not provide relief like the pump did. It was not known what the device had delivered prior to the saline refill. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).